Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, verification of sterilization, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device was discarded and not returned for additional evaluation and investigation. Physician attempted to verify the cause of the issue during surgery, but could not be sure. There was no observable kink in the catheter. It was possible that there was an issue at the anchor site, but that could not be verified. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a catheter replacement. It was reported that the patient had increased pain, and a catheter dye study was scheduled. During the dye study, the physician could not aspirate from the cap. During the surgery, the physician spliced the catheter and there was no csf flow from the spinal segment. The catheter was replaced and was discarded.